Event description:
Customer reported that the device would intermittently turn itself on and would not power off. One had to remove the battery to turn the device off. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): device return to the manufacturing facility is anticipated. Physio-control continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.